Event description:
Caller reported a pump malfunction, with malfunction code 0x277d appearing in tandem source. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer followed guidance from customer service to reset the pump, and the issue was resolved, allowing the caller to continue using the pump. Caller was advised to contact support if the malfunction reoccurs and confirmed understanding.